Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a stent deployment issues and stent migration occurred. In (B)(6) 2014, vascular access was obtained from the right cfv (common femoral vein). Direct stenting was performed on the 90% stenosed and mildly calcified and tortuous lesion located in the inferior vena cava (ivc) with an epic¿ vascular stent 12x60x75. However, the position of the deployed stent unintentionally moved about 7 to 8 cm up. The physician inflated a mustang12x40/75 inside the epic¿ 12x60x75 and could move the stent back to the stenosed site. The stent could not cover about 1-2cm of the proximal lesion because the stent met resistance and was unable to pull down further. Therefore, an epic¿ 12x40x75 was also deployed which overlapped with the epic¿ 12x60x75. These stents fully covered the stenosed site and post dilation was performed with the mustang balloon. Two days later during a CT examination, it was noted that the epic¿ 12x60x75 stent migrated to the tricuspid valve. The stent was not retrieved and the physician will later follow up with the patient. The patient has not had chest pain and remains asymptomatic.